Event description:
It was reported by the customer that an advanced life support (als) crew was dispatched to the scene of a pt experiencing labored breathing at 14:00 on (B) (6) 2009. The als crew arrived on the scene at 14:03 and began their pt assessment. The pt was connected to the device and a 3-lead ECG was successfully obtained. Upon attempting to print the pt's 3-lead ECG, the device powered itself off. When the unit was powered back on, the printout was observed to be straight black lines and was illegible. An additional als crew was requested. The pt was transferred to the device of the additional als crew upon their arrival and the pt's 12-lead ECG was obtained. The pt was transported to a hospital, arriving at 14:44. Pt care was not compromised and there was no adverse event due to this reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported power failure was not verified. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.